Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Product return consisted of only a section of the sl-10 microcatheter with a length of 2.6 cm. The current condition of the portion of the device returned does not allow a full analysis in order verify and/or confirm the reported issue. Based on the information available and the condition of the return portion of the device the exact cause for the reported event cannot be determined.

Event description:
It was reported that resistance was encountered while advancing several detachable coils in the subject microcatheter. The microcatheter was retrieved, then the physician cut the microcatheter open at the resistance location. It was discovered that the microcatheter lumen coating peeled off. There was no clinical consequences to the patient was reported.

Manufacturer narrative:
Device not available.

Event description:
It was reported that resistance was encountered while advancing several detachable coils in the subject microcatheter. The microcatheter was retrieved, then the physician cut the microcatheter open at the resistance location. It was discovered that the microcatheter lumen coating peeled off. There was no clinical consequences to the patient was reported.